Manufacturer narrative:
Reassigned pcu (B)(6) and syringe module (B)(6) as concomitant (from initially primary suspect) based on investigation. Semdr created as per fi results for converting primary suspect to concomitant.

Event description:
It was reported that there was an air-in-line event with the pump without an alarm. It was noted that the pump had drawn air beyond the sensor. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation. Although requested, device has not been received.

Event description:
It was reported that there was an air-in-line event with the pump without an alarm. It was noted that the pump had drawn air beyond the sensor. Although requested, further information was not provided.